Event description:
The customer called for help with her meter. While troubleshooting, she received control test results of 300 and 307 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read "hi". Performance was satisfactory using iqa retention reagent.